Event description:
It was reported that at the 1-month follow-up, the pt was experiencing right leg weakness with dragging: probable focal seizure with todd's paralysis. The start date was 2005 and stop date was two days later. The condition is pre-existing, however, it is unk if the condition was related to the device. The event resulted in new/prolonged hospitalization. The pt was given depakote and the outcome is resolved. No additional information is available.